Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the critical pump error was not performed. Customer received the critical pump error image on the display screen. Customer's friend was advised to have patient call to receive assistance with the critical pump error alarm. The insulin pump will not be returned for analysis.